Event description:
On 07 jan 2008, the distributor reported that the screw was found disassembled after transport.

Manufacturer narrative:
The device was not implanted. Requests have been made for the return of the product. Evaluation is pending upon the return of the product.